Event description:
It was reported that a revision surgery was performed due to aseptic loosening of the acetabular component.

Manufacturer narrative:
(B)(4). The associated devices were returned and evaluated. An analysis by our research department noted damage, likely due to insertion/extraction from the shell was observed on the face and the articulating surfaces of the liner. The articular surface displayed signs of adhesive and abrasive wear. Total linear penetration was estimated to be 2.9 mm using silicone mold replication. No unexpected features were observed on the articular surface. A review of manufacturing records did not reveal any material or manufacturing deviations that could have contributed to this issue. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Manufacturer narrative:
.